Event description:
It was reported that during evaluation at the manufacturer the tps+ console irrigation failed testing. There should be no response when putting micro driver into safe mode, but console switches to reverse.

Manufacturer narrative:
Upon disassembly for visual inspection, the control board was damaged.